Manufacturer narrative:
Pump had no backlight display due to el panel shorted to lcd metal frame. Pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had backlight anomaly on insulin pump. The customer¿s blood glucose level was 6.3 mmol/l. The insulin pump will be returned for analysis.